Event description:
It was reported that insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The caller reloaded the same cartridge, after which the discrepancy was resolved, and the caller could continue using their device without further issues.